Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with one plus diffuse lamellar keratitis of the left eye one day following lasik treatment. An oral steroid was prescribed and the topical steroids were increased. A flap lift and rinse was performed. The patient did not follow up or begin the oral steroid as prescribed. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.